Event description:
Bipolar impedances were 135 ohms on electrode combination 0-3, indicating a short. This was not a known device problem. The implantable neurostimulator was programmed to use electrodes 1-3. The patient was and still is receiving adequate stimulation. The implantable neurostimulator batteries were beginning to deplete. Please see MFR. Report # 3004209178-2009-03085.